Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has lost 80-100 pounds, and now she is having trouble charging. The patient is also feeling stimulation in her belly at times, and that the pocket site is uncomfortable. Since the patient has lost weight it feels like her battery is up against her ribs in the back. She also said that it takes three hours to charge her ins battery. Today the rep tried to interrogate the ins, but the battery was empty so the rep could not check impedance or perform any reprogramming. The rep will be meeting with the patient at their next follow up appointment on (B)(6) 2020. The patient said she will have her ins charge and bring her recharger with her. It's unknown if surgical intervention has been planned or scheduled. The patient's medical history includes chronic back pain and gastroparesis. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the stim in the belly is undetermined. The charging issue seemed to be resolved at this time. The patient had been recharging using the belt while up and moving around. She was able to charge successfully by not using the belt and by sitting down. The rep was scheduled to meet with the patient on (B)(6) 2020 to assess the battery site, recharging process, and reprogram. The appointment was cancelled due to covid-19. The patient had an appointment via phone and the rep was going to meet with the patient once restrictions are lifted. The charging issue is believed to be resolved, but the pocket discomfort and stim in the belly were not yet resolved. The rep was planning to address the unresolved issue by reprogramming once restrictions are lifted. No further complications were reported.